Event description:
Procedure performed: robotic assisted whipple. Event description: complaint created based off medwatch. Report #mw5146836 epix universal slip applier by applied medical reorder # (B)(4). Clip applicator was used for the robotic assisted whipple procedure. The clips would fire one or two clips then get jammed. Two clip appliers were opened and both misfired. Reference report: mw5146837. Product not available for return. Patient status: ni. Intervention: ni.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint is unknown, however, it is likely to be within the scope of the recall.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation. This report is to follow up on medwatch report # mw5146836.

Event description:
Procedure performed: robatic assited whipple . Event description: complaint created based off medwatch. Report # mw5146836 epix universal slip applier by applied medical reorder # (B)(4). Clip applicator was used for the robatic assited whipple procedure. The clips would fire one or two clips then get jammed. Two clip appliers were opened and both misfired. Reference report: mw5146837. Product not available for return. Patient status: ni. Intervention: ni.